Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy, two (2) prismaflex st150 sets had disconnections and external fluid leaks. Air was noticed in the effluent line and fluid leaked "down from around the effluent pump." Therapy was ended and a new filter was primed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation, however due to impossibility in obtaining the patient's serological status and confirmation that the blood was not contaminated with infectious diseases and therefore, for security reasons, an investigation was unable to be performed. A photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed the effluent pump segment is disconnected from the support plate. There is no mark of solvent on the tubing of the pump segment. The reported condition was verified. The cause of the disconnection was due to the absence of solvent during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.